Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) of rexa0889 showed three other similar product complaint(s) from this lot number. The complaints for this lot number (rexa0889) have been reported from two (B)(6) facilities.

Event description:
On (B)(6), this patient went back to the hospital again and was admitted for chemotherapy. During nurse's transfusion, the exudation was observed at the point of puncture, with no damaged exposed part. After injecting the normal saline by syringe, it was found that there were breakages at 40 cm of patient intravascular catheter and 2cm above the point of puncture. Because the liquid injected was not stimulant drug, there was no local tissue injury caused by it. The head nurse retrieved it out of body 5cm to re-charge a new extension tube. Due to two leakages occurred during 5 months retention, this patient could not understand and was in an unstable mood. So this patient negotiated with the head nurse several times and claimed for compensation. After her placating, a new catheter was reinserted.